Event description:
Complainant alleged that during biomed testing the device's upper housing was warped and a battery was unable to be inserted. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.